Manufacturer narrative:
Per the user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 577 mg/dl); cause was not known. Ketone level was high. Customer delivered a bolus and changed the infusion set. Insulin injection was administered to address bg. Customer went to the emergency room (ER) and intravenous fluids were administered. After 4.5 hours, customer left the ER exhausted, but was "doing good". At time of report, customer was using manual injections for insulin therapy. Reportedly, customer did not remove air from the cartridge during the loading process. Tandem technical support instructed customer on air removal and reportedly, customer resumed pump therapy.